Manufacturer narrative:
Additional information: based on the received information from the field, a technical failure at the reference electrode seems likely. However, to determine an exact root cause, a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been comunicated.

Event description:
The recipient came to clinic for a review mapping session on (B)(6) 2024, as he was not responding to sound and inconsistently answering with the device. Later the recipient called for the next review mapping in (B)(6). Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient came to clinic for a review mapping session on (B)(6) 2024, as he was not responding to sound and inconsistently answering with the device. Later the recipient called for the next review mapping in (B)(6). Re-implantation is considered and x-ray imaging was recommended.